Manufacturer narrative:
Although requested, the affected product has not been received, however, the customer provided a picture of the tubing separation for review. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the primary tubing set with sodium chloride separated at the y-site in which the secondary tubing set with olaratumab was connected and leaked an unknown amount of the olaratumab onto the floor and underneath the patient's bed. There was no repeat dose required and the patient's disease process progression was present. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag lot number dr18c05011; 500ml baxter bag ndc (B)(4), lot number v18c13n exp sep 19 03, 0.9% sodium chloride. The customer¿s report that the set separated at the y-site and leaked was confirmed. Visual inspection of the primary set observed that the pvc tubing was separated from the top of the set's uppermost smartsite valve. Further visual inspection of the separated tubing end observed insufficient areas of expected solvent. Dimensional analysis of the separated tubing end measured within specification. The root cause of the tubing to smartsite component separation was insufficient solvent applied at the engagement of the tubing during manufacturing of the set.

Event description:
The customer reported that the primary tubing set with sodium chloride separated at the y-site in which the secondary tubing set with olaratumab was connected and leaked an unknown amount of the olaratumab onto the floor and underneath the patient's bed. There was no repeat dose required and the patient's disease process progression was present. There was no patient harm.